Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of 10% dextrose in water, at unspecified rate, via a plum pump. The option-lok male adapter of the tubing set was connected to the female adapter of an unspecified extension set. The customer contact reported that five minutes after the delivery was started, the nurse noted that the tubing separated from the option-lok male adapter of the tubing set. It was reported that the nurse clamped the tubings of the tubing set and the extension set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.